Manufacturer narrative:
H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that male end luer connections of a prismaflex hf1400 set got adhered to the female ends of a three-way stopcock connected to an extracorporeal membrane oxygenation infusion manifold and broke off. This occurred during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.